Event description:
The nurse noticed the calibration on this 3cc syringe was not linear and the printing was off. Manufacturer response for 3ml syringe, (brand not provided) (per site reporter): closure letter received from bd acknowledging defect, but no corrective action required.